Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 322 which was not reproduced but confirmed through a review of the device event history log caused by the lower hook swtich being out of tolerance. The lower auxiliary was re-calibrated.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The initial manufacturer report was incofrect. Baxter received and evaluated the device. It was found to be out of specification in relation to the reported system error, which was not reproduced but confirmed through review of the event history log. Evaluation confirmed the reported symptom "system error 322" through component causality of the lower aux was out of tolerance and therefore was adjusted. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.